Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) during the load process. It was unk if the customer's blood glucose level was impacted due to the cartridge alarm 19. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up supplemental report will be submitted.